Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to reset errors within the xena ic. The device was tested on the bench using cold temperature soak to stress the device, and back up condition was reproduced.. The cause of the bvvi was xena ic cold temperature sensitivity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited backup bvvi mode during device preparation prior to implant. Device was not used. There was no patient involvement